Event description:
The complainant has reported that a pt (age and gender unknown) underwent an ercp procedure for stent placement. The coating jacket from the hydra-jagwire coiled at the transition zone which prevented the stent from back loading over the wire. Another of the same (hydra-jagwire) device was utilized and the stent was placed successfully. The patient did not sustain any ill effect as a result of this issue. The patient's condition was noted to be `fine' upon completion of the procedure.